Manufacturer narrative:
Age at time of event: over 18. Device is a combination product. The complaint device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures/current controls as per the product specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the moderately tortuous and mildly calcified mid left anterior ascending artery (lad). A 38 x 2.50 promus premier drug-eluting stent was implanted to treat the lesion. However, post stent deployment, the physician observed under fluoroscopy that there was a non-flow limiting distal edge dissection. Subsequently, a 2.25 x 20 promus premier drug-eluting stent was implanted in an overlapping manner to cover the dissection. No further patient complications were reported and the patient's status was stable.